Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken, the device was observed to have a chipped top case, a damaged left plunger case, and a cracked bottom case. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing the device had an occlusion test performed. Upon testing, the reported problem was duplicated. The left plunger case was replaced as it was the cause of the issue. In addition to the plunger case, the plastic parts of the plunger head, clutch half?s left and right with leadscrew and spring were replaced for a preventative measure. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device exhibited a check clutch/plunger lever alarm. Unknown if there was any patient involvement.